Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample was returned from the two reported customer occurrences. The sample arrived out of the pouch and spiked into a 150ml (B)(4) solution bag. The sample was removed from the solution bag and spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was re-primed and checked for flow. The (B)(4) secondary set arrived attached to the bottom y site and spiked in empty 50ml (B)(4) the secondary set was also spiked into an in-house 1000ml solution bag containing reverse osmosis water was attached to the bottom y-site. The sample was then checked for flow. The remaining two y sites were also checked for flow using this test method. The returned (B)(4) clearlink continu - flo set primed and flowed normally. All three y sites also functioned as designed with normal flow noted. Therefore, the reported condition was not confirmed. An assignable root cause was not determined.

Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a no flow was observed. According to the report, the clearlink on the lowest y-site would not allow for flow to be established when attempting to connect a chemotherapy medication. There was patient involvement. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.